Event description:
It was reported that an ilet would not power on after being on a charger, with no charging light observed; after guidance to use a different outlet, the device began charging, indicating the device had been depleted and not charging at the initial outlet, consistent with a premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem aligned with a premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.